Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided balloon was used during an esophageal stenosis dilatation procedure performed on (B)(6) 2016. According to the complainant, after dilatation, the exit marker detached into the patient's esophagus. The detached piece was retrieved using grasping forceps. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the exit marker was detached from the catheter. The noted failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided balloon was used during an esophageal stenosis dilatation procedure performed on (B)(6) 2016. According to the complainant, after dilatation, the exit marker detached into the patient's esophagus. The detached piece was retrieved using grasping forceps. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.